Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cultures resulted negative for growth, the patient is being treated for peritonitis and expected to undergo a pd catheter replacement. Potential causes of culture-negative cases are antibiotic administration prior to peritoneal fluid cultures, suboptimal handling or processing of cultures or culture techniques, or the presence of fastidious organisms, afb, or filamentous fungi. Additionally, a lack of response to therapy should prompt consideration for catheter removal after 5-7 days. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2025 a peritoneal dialysis registered nurse (pdrn) reported a deactivation effective date as (B)(6) 2025 due to this peritoneal dialysis (pd) patient being diagnosed with peritonitis and losing his pd catheter (not a fresenius product). Additional details were obtained through follow-up with the patient¿s pdrn. It was confirmed the patient did not have any peritonitis event in (B)(6) 2024 (verified in case the initial report was an incorrectly reported year). The patient was seen in the pd clinic on (B)(6) 2025 and had pd cultures obtained. No signs or symptoms were known during follow-up. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The cultures resulted negative for growth. It was determined that the patient would have the pd catheter replaced. The patient is currently completing back-up hemodialysis (hd). The patient is scheduled to have the pd catheter removed and replaced on (B)(6) 2025. The cause of the peritonitis was not determined. No additional information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2025 a peritoneal dialysis registered nurse (pdrn) reported a deactivation effective date as (B)(6) 2025 due to this peritoneal dialysis (pd) patient being diagnosed with peritonitis and losing his pd catheter (not a fresenius product). Additional details were obtained through follow-up with the patient¿s pdrn. It was confirmed the patient did not have any peritonitis event in (B)(6) of 2024 (verified in case the initial report was an incorrectly reported year). The patient was seen in the pd clinic on (B)(6) 2025 and had pd cultures obtained. No signs or symptoms were known during follow-up. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The cultures resulted negative for growth. It was determined that the patient would have the pd catheter replaced. The patient is currently completing back-up hemodialysis (hd). The patient is scheduled to have the pd catheter removed and replaced on (B)(6) 2025. The cause of the peritonitis was not determined. No additional information was available.